Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The user facility performs service of their ventilators by themselves and did not request any service. It has not been communicated if any parts have been replaced. No parts were returned for investigation. Partial ventilator logs were provided. The event log contains alarms for low peep (positive end expiratory pressure). The alarm is generated when the measured end expiratory pressure is below the preset or default alarm limit for three consecutive breaths. There are no other alarms in conjunction with these indicating for example leakage in the patient breathing circuit or a disconnect situation. Generated alarms were silenced by the user indicating that the ventilator was under surveillance. No technical log or test log was provided. The root cause of the generated alarms for low peep has not been determined. H3 other text: 4117.

Event description:
It was reported that during ventilation, the peep (positive end expiratory pressure) value was drifting. There was no patient harm. Manufacturer's ref #: (B)(4).